Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tracheostomy tube balloon had deflated when the tracheostomy tube was removed from the patient. The tube was removed because the patient was "losing volumes" on the ventilator. The event was observed by hospital personnel. The patient was hospitalized and an emergency tracheostomy tube change was conducted due to the issue. It was noted that the cuff patency was tested prior to use and filled with sterile water. No permanent injury was reported and the event was considered resolved.

Manufacturer narrative:
One 3.0mm tts¿ short neck flange flextend¿ tracheostomy tube was returned for investigation. Investigation determined that the part number of the returned device was 67pfss30. Visual inspection of the returned device was performed using the unaided eye and under normal plant lighting; no obvious device defects were found. During functional testing, a standard syringe was used to insert 5cc's of air into the inflation line; the device cuff successfully inflated. The device was then submerged under water and a slow leak was observed at the inflation line and shaft junction. The observed leak was examined microscopically and it was found that the inflation line appeared to be torn away from the device shaft. Examination found that the bond between the airway line and the shaft had good bonding, which was evidenced by the removal of silicone from the shaft that remained on the adhesive joint. Investigation was unable to determine the root cause of the leak; however, no evidence was found to suggest an intrinsic manufacturing defect.